Manufacturer narrative:
Follow-up #1: date of submission 09/20/2013, device evaluation: review of the black box data revealed one ¿power on reset¿ observed in the black box on (B)(4) 2013 at 6:04 pm. Insulin delivery resumed at 7:04 pm on (B)(4) 2013. There were no alarms related to the complaint observed in pump history. There was no damage found to battery cap or battery compartment. The battery cap was evaluated and found to be within specifications. The battery cap was able to attach securely to pump. The pump powered on normal with the display functioning properly and no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. Pump was opened and no damage was found to power circuit. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported on (B)(6) 2013, the pump emitted an alarm and the display on the pump was reportedly blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen failure remained unresolved.